Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During the esophagectomy, the needle fell off.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, per additional information received, the needle fell into the patient cavity. The needle was retrieved. A new reload was opened.